Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ec70, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jan-2021, (B)(4). (B)(4). Product ID: 3058, serial# (B)(4), product type: implantable electrical stimulator. (B)(4). Product ID: 3889-28, lot# va1ec70, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient had constant pain over the implant site/neurostimulator pocket and the settings on the current program had been changed, but it had not helped with the pain. It was noted that the event was possibly related to the device or therapy and not related to the implant procedure. The lead was explanted and replaced. It was noted that the issue was ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was again reported that the lead was not explanted/replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported again that the lead was explanted and replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Information pertaining to the lead explant/replacement is captured in regulatory report 3004209178-2018-04693. Additional follow-up is being conducted to clarify the actions/interventions performed in relation to the reported pain over the implant site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was clarified that the therapy was suspended on (B)(6) 2018, and the lead had not been explanted. No further complications were reported/anticipated.

Event description:
It stated that it was explanted/replacement of neurostimulator electrode : interstim removal component: entire system action date: (B)(6) 2018. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the therapy was suspended, no other actions were taken at this time, and the event was ongoing as of 16-apr-2018. No further complications were reported/anticipated.